Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 33 mg/dl. The customer treated with food. The customer reported a lot of blood when the sensor was inserted into the customer's body. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump has a sensor glucose reading of about 99 mg/dl where the actual blood glucose level was about 33 mg/dl. Troubleshooting was not done. No additional information was provided.